Event description:
It was reported that during a procedure to treat paroxysmal supraventricular tachycardia (psvt), an intellanav mifi oi catheter was selected for use. During the procedure it was noted that the irrigation tube was cut. The catheter was replaced to complete the procedure. There were no patient complications. The catheter has been returned for analysis.

Manufacturer narrative:
The intellanav mifi oi catheter was returned to boston scientific for laboratory analysis. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
It was reported that during a procedure to treat paroxysmal supraventricular tachycardia (psvt), an intellanav mifi oi catheter was selected for use. During the procedure it was noted that the irrigation tube was cut. The catheter was replaced to complete the procedure. There were no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.